Event description:
The loaner cordless driver 3 was returned to stryker instruments, and during functional evaluation it was noted that the drill would intermittently begin to oscillate while running in forward only mode. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event, the handpiece intermittently begins to oscillate while running in forward only mode, was not duplicated. The ebox may have caused the handpiece to run unexpected but was not confirmed. The ebox was replaced for unknown failure along with other suggested components and no further issues were identified. The handpiece was then able to function normally before returning to the customer.

Event description:
The loaner cordless driver 3 was returned to stryker instruments, and during functional evaluation it was noted that the drill would intermittently begin to oscillate while running in forward only mode. There was no patient involvement and no adverse consequences associated with the device.